Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results - the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual/microscopic evaluation found damages. The balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was longitudinally torn. It is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured. It was reported that there was a stapler at the inflation site. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured. It was reported that there was a stapler at the inflation site. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.